Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that during deployment of the fred stent in the internal carotid artery (ica), the stent did not open proximally and could not be resheathed after 60-70% of the stent had been deployed. The stent was implanted; however, the proximal end remained closed. There was no reported patient injury or additional intervention.